Event description:
Patient was revised due to pain caused by poly wear and osteolysis.

Manufacturer narrative:
Examination of the returned items finds nothing outward to indicate product error. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The femoral head associated with the reported event is not a depuy manufactured device. This use of competitor manufactured product with the depuy device is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.